Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case fell from the customer's waistband causing the cartridge patient line to become stretched. As a result, the customer's blood glucose elevated over 630 mg/dl with high ketones. The customer was taken to the emergency room on (B)(6) 2020 and was treated with an intravenous (IV) drip and insulin drip. The customer was then admitted to the hospital 30 minutes later and was treated with IV and fluids. The customer was discharged (B)(6) 2020 with no permanent damage. The customer loaded a new cartridge successfully and resumed insulin delivery.